Event description:
Caller reported a malfunction on the pump, specifically noting that the pump screen had turned dark and would not power on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue was resolved with instructions to plug the pump into a power source, which successfully restored the screen, and the customer continued using current pump for insulin therapy.